Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 1, 2021.

Manufacturer narrative:
This report is submitted on january 14, 2021.

Event description:
Per the clinic, the patient experienced an infection and purulent discharge at the implant site, and was treated with topical and oral antibiotics (specific dates and duration not reported). The device was explanted on (B)(6) 2020. Reimplantation is planned but has not taken place at the time of this report.